Event description:
It was reported that the recharger burned the patient. The grey wire of the antenna had a 2 inch section that melted during recharging the night prior to the report. The antenna head got so hot it blistered the patient¿s skin. The patient was using the recharger by itself, it was not plugged into the wall. The temperature symbol did not appear. A replacement charger was ordered. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 37751, serial# (B)(4), product type recharger, product ID 3888-45, lot# j0104270v, implanted: 2004-(B)(6), product type lead, product ID 7495-51, serial# (B)(4), implanted: 1991-(B)(6), product type extension. (B)(4).